Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that during ligation of cystic artery during lap chole, instrument's jaw locked shut on artery and could not be opened for removal (no clip expected). The artery was transected distally and ... To instrument. Then instrument was removed. Bleeding occurred during removal of instrument and second er320 had to be opened to complete the case. According to staff, many clips were used during other ligation.